Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k12043 and h11e19022 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. Additional investigation is being conducted through (B)(4). Baxter has received similar reports for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a healthcare professional from the USA of cramping, gagging and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced cramping and gagging. On (B)(6) 2011, dianeal and extraneal therapies were withdrawn and the patient was placed on hemodialysis. The indication for hemodialysis was not reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. On an unreported date, while hospitalized, the patient's pd catheter was removed. Treatment information was not reported. On an unreported date in 2011, the patient was discharged from the hospital and was performing in center hemodialysis. The patient was recovering from the peritonitis and no longer under the pd clinic's care. The outcome for the events of cramping and gagging were not reported. The healthcare professional stated that the event of peritonitis was unrelated to dianeal and extraneal therapies. An opinion of causality was not reported for the events of cramping and gagging.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.